Event description:
This incident was reported by a facility in (B)(6) on (B)(6) 2021. Model: optivantage (tyco) harm: serious injury. Harm performance: the patient received repeated radiographic examination. Device malfunction performance: the device alarm due to high pressure, discontinue use. Intended therapeutic disease or effect: upper abdomen enhanced CT scan. Usage process: at about 8:30 am of (B)(6) 2020, the patient underwent enhanced scan of upper abdomen. The high-pressure injector alarmed when the contrast agent was injected halfway, so the injection couldn't be continued. The patient could not continue to scan, the contrast agent was wasted. Cause analysis of the event: unable to determine. Analysis description of event cause: the device stopped running in half of the process, then contacted the engineer in the hospital to check and find the trial was normal, the patient was given enhanced scan again on the 28th, it was normal. Preliminary treatment condition: continue to use, pay attention to observation.